Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a video taken in the cathlab was reviewed. The video shows the affected device after its withdrawal from the patients body. The stent has been partially released and has fractured at its distal end. When pressing the trigger at the handle the outer shaft does not retract. The sound of the ratch inside the handle is audible. The affected device was returned with the stent being partially released. The distal end of stent has fractured and was not returned. The remainder of the stent is stuck between the retractable shaft and the distal radiopaque marker. About 141mm of the stent are still crimped under the retractable shaft, indicating that about 9 mm of the stent are missing. The proximal end of the stent is located about 10 mm distal to the proximal stent stopper. The proximal stent stopper shows mild compression marks. Also, the proximal end of the inner shaft is compressed. The retractable shaft shows no damage or irregularity. The device dimensions comply with the specification. The findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was identified. The final root cause for the complaint event could not be determined.

Manufacturer narrative:
02-jul-2024 additional information after device withdrawal the physician tested the stent release outside of the patients body. After additional correspondence with the local staff, a partial stent release was confirmed. However, it could not be clarified whether the stent was partially released inside or outside of the patients body. It was further commented that the physician experienced no difficulty during device withdrawal. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a video taken in the cathlab was reviewed. The video shows the affected device after its withdrawal from the patients body. The stent has been partially released and has fractured at its distal end. When pressing the trigger at the handle the outer shaft does not retract. The sound of the ratch inside the handle is audible. The affected device was returned with the stent being partially released. The distal end of stent has fractured and was not returned. The remainder of the stent is stuck between the retractable shaft and the distal radiopaque marker. About 141mm of the stent are still crimped under the retractable shaft, indicating that about 9 mm of the stent are missing. The proximal end of the stent is located about 10 mm distal to the proximal stent stopper. The proximal stent stopper shows mild compression marks. Also, the proximal end of the inner shaft is compressed. The retractable shaft shows no damage or irregularity. The device dimensions comply with the specification. The findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was identified. The final root cause for the complaint event could not be determined.

Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a severely calcified lesion (70 percent stenosis degree) in the severely tortuous part of the medial sfa. After pre-dilatation, the stent could not be released.